Event description:
Customer called to report that the pump's driver arms became detached from the driver box. It was noticed that the arms were loose. Customer tried to put it back. Device was not dropped, bumped, or exposed to moisture.